Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling or ramping during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and stained lcd resilient cover.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 204mg/dl. The customer stated the numbers starting ramping and when she presses the buttons the device does it's own thing. The customer stated that the device was caught in the rain. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.